Event description:
On a follow-up on (B)(6) 2018, the battery curve of the subject device was not displayed correctly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On a follow-up on february 15th 2018, the battery curve of the subject device was not displayed correctly.